Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: extruded/right extruded/unilateral occlusion (left tube occluded) expulsion of essure device') in a (B)(6) female patient who had essure (batch no. A68347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"), 5 years 11 months after insertion of essure. On an unknown date, the patient experienced device extrusion ("device extrusion/migration of essure device location of device: extruded/right extruded/"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion and device extrusion outcome was unknown and the dysmenorrhoea, pelvic pain, vaginal discharge, abdominal pain and back pain had resolved. The reporter considered abdominal pain, back pain, device expulsion, device extrusion, dysmenorrhoea, pelvic pain and vaginal discharge to be related to essure. The reporter commented: insertion date: (B)(6) 2013, (B)(6) 2013: as reported in pfs discrepancy noted. Previously reported date of insertion was (B)(6) 2011 discrepancy in essure confirmation test -previously reported device monitoring procedure was not performed as per current pfs conducted on (B)(6) 2013 and (B)(6) 2014. The device was in good position with 5 trailing coils on the right side ((B)(6) 2013). The device was in good position with 2 tailing coil on the right ((B)(6) 2013). Unilateral occlusion (left tube occluded). Expulsion of essure device as per pfs when hsg performed, right side was found to have extruded and procedure was done again on (B)(6) 2013 to right side only. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion; in (B)(6) 2014: unilateral occlusion (left tube occluded) expulsion of essure device. Pregnancy test - on (B)(6) 2013: negative. X-ray - on an unknown date: two essure in cornua. Most recent follow-up information incorporated above includes: on 25-feb-2020: pfs received. Events: device expulsion, device extrusion, dysmenorrhea, pelvic pain, vaginal discharge, abdominal pain, back pain were added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: extruded/right extruded/unilateral occlusion (left tube occluded) expulsion of essure device') in a 43-year-old female patient who had essure (batch no: a68347-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted." On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"), 5 years 11 months after insertion of essure. On an unknown date, the patient experienced device extrusion ("device extrusion / migration of essure device location of device: extruded / right extruded"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion and device extrusion outcome was unknown and the dysmenorrhoea, pelvic pain, vaginal discharge, abdominal pain and back pain had resolved. The reporter considered abdominal pain, back pain, device expulsion, device extrusion, dysmenorrhoea, pelvic pain and vaginal discharge to be related to essure. The reporter commented: insertion date: on (B)(6) 2013: as reported in pfs discrepancy noted. Previously reported date of insertion was on (B)(6) 2011. Discrepancy in essure confirmation test previously reported device monitoring procedure was not performed as per current pfs conducted on (B)(6) 2013 and on (B)(6) 2014. The device was in good position with 5 trailing coils on the right side on (B)(6) 2013. The device was in good position with 2 tailing coil on the right on (B)(6) 2013. Unilateral occlusion (left tube occluded). Expulsion of essure device. As per pfs: when hsg performed, right side was found to have extruded and procedure was done again on (B)(6) 2013 to right side only. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2014: unilateral occlusion (left tube occluded). Expulsion of essure device. Pregnancy test: on (B)(6) 2013: negative. X-ray: on an unknown date: two essure in cornua. Lot number: (a68347) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: update of information (batch is not valid). On 20-mar-2020: fu 5&6 process together. Quality safety evaluation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: extruded/right extruded/unilateral occlusion (left tube occluded) expulsion of essure device') in a 43-year-old female patient who had essure (batch no. A68347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted.". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"), 5 years 11 months after insertion of essure. On an unknown date, the patient experienced device extrusion ("device extrusion/migration of essure device location of device: extruded/right extruded/"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion and device extrusion outcome was unknown and the dysmenorrhoea, pelvic pain, vaginal discharge, abdominal pain and back pain had resolved. The reporter considered abdominal pain, back pain, device expulsion, device extrusion, dysmenorrhoea, pelvic pain and vaginal discharge to be related to essure. The reporter commented: insertion date: (B)(6) 2013, (B)(6) 2013: as reported in pfs discrepancy noted. Previously reported date of insertion was (B)(6) 2011 discrepancy in essure confirmation test -previously reported device monitoring procedure was not performed as per current pfs conducted on (B)(6) 2013 and (B)(6) 2014 the device was in good position with 5 trailing coils on the right side ((B)(6) 2013) the device was in good position with 2 tailing coil on the right ((B)(6) 2013) unilateral occlusion (left tube occluded) expulsion of essure device as per pfs when hsg performed, right side was found to have extruded and procedure was done again on (B)(6) 2013 to right side only. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion; in (B)(6) 2014: unilateral occlusion (left tube occluded) expulsion of essure device. Pregnancy test - on (B)(6) 2013: negative. X-ray - on an unknown date: two essure in cornua. Amendment: the report was amended for the following reason: event essure confirmation test(s) not conducted. From follow up (B)(6) 2019 which was mistakenly deleted while processing significant follow up (B)(6) 2020 ,now added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.